Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, switch button missing, switch damaged. Per functional testing, the device failed tidal volume test. The complaint was duplicated. The most probable root cause was due to a fall. The momentary valve, relief valve top cover will be replaced, and functional tests performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the upper button and the lower trigger were missing. Patient involvement was unknown and no additional information was available.